Event description:
The customer reported that during a urology case, the jaws of the device would not reopen. It is unk if the device was applied to tissue at the time, and if so, how it was removed.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional question in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.